Event description:
The customer reported that the device was not sealing properly during a hemicolectomy. Minor bleeding was observed. Activation tones were observed but it is unknown if regrasp alarms or end tones were heard. The surgeon was described to be taking large bites of fatty tissue. The generator was set at 2 bars. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.